Event description:
It was reported that, during a cori-assisted ukr surgery, and when setting up the robotic drill in the robotic drill diagnostic screen and after pressing ¿unlock¿ to insert the bur, the drill did not allow the tech to fully seat the bur through the long attachment ((B)(4)). Normally the tech is able to feel two clicks after inserting the bur before pressing ¿lock¿. These steps were performed multiple times before deciding to enter the case and unlock the bur from the case. After pressing ¿unlock¿ the system prompted with a system fault error message stating there was a communication failure and to call robotic support. The robotic drill was disconnected, reinserted and the error continued to occur. A full reboot of the system was conducted and the error still prompted ((B)(4)). The procedure was finished with smith and nephew back up devices after a significant delay (more than 30 minutes). The patient was not harmed.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. The bur was inserted into the drill without any issues. The drill functioned as intended. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical CAPA, hhe/pra, field action review was completed. A review of prior escalation actions found no actions applicable to the scope of this case. No probable contributing factors could be attributed to this complaint. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident and the anticipated risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.